Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and associated transvenous competitor's right ventricular (rv) pace/sense lead and the rv defibrillation lead exhibited noise on both the rate/sense and shock channels, causing pacing inhibition of > 2 beats/seconds in the pacemaker dependent patient. No shock therapy occurred but the patient was symptomatic with the pacing pauses. Rv pace impedance was noted as very stable. The local area sales representative discussed with the boston scientific crm technical services consultant as to the source of noise. The electrocardiograms (egms) were under review by the physician and not available for review at the time of this initial report. It was suspected that there may be lead on lead noise occurring.

Manufacturer narrative:
The local area sales representative later confirmed that the competitor's pace/sense lead was found to be fractured and removed from service. The rv defibrillation lead remained in service. This associated ICD remained actively in service without further issue. As new information would become available, this report will be further evaluated and updated.